Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report tissue injury and recurrent mitral regurgitation it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thin leaflets. Two clips were successfully implanted, reducing mr to in a grade of 1. On september 18, during a triclip procedure, a transesophageal echocardiography (tee) showed the one of the implanted mitraclips had perforated the anterior leaflet. Mr slightly increased to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4 - the UDI number is not known as the part and lot numbers were not provided.